Manufacturer narrative:
The lot was manufactured between july 13, 2023 - july 15, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused medication; the device contained more than 50% of the drug after 2 days of patient use. The device contained fluorouracil and was attached to a peripheral venous device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.